Event description:
Sales rep reported the doctor thought patient had an infection and did a total knee replacement. X-ray after surgery showed patient had a cement allergy and not an infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cement. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.